Event description:
No blood glucose levels reported. The father of the customer reported that the buttons of the insulin pump were unresponsive. The customer reported that the insulin pump was exposed to water. The father of the customer was advised to contact the hospital for a new insulin pump. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.